Manufacturer narrative:
Age of device: 3 years, 12 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient has episodes of ventricular tachycardia (vt) and nosebleeds. The was on chemotherapy secondary to lung cancer. The patient was on aspirin 325 mg which was reduced to 81 mg due to severe bleeding. Other vasodilators include dipyridamole 75mg three times a day and warfarin. It was reported that patient's lactate dehydrogenase (ldh) rose from 682 u/l to 1188 u/l. Additional information was requested but not yet provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the elevated ldh could not conclusively be established through this evaluation. Evaluation of the log file submitted by the account confirmed transient power elevations; however, a specific cause for the reported events could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2018 at 4:25 through (B)(6) 2018 at 10:51. Transient power elevations as high as 11.2 watts were recorded, accompanied by associated transient elevations in flow estimation. These appeared to be associated with pi events. No hazard alarms were recorded. The pump appeared to function as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it could not be determined whether event was related to the device as patient had recent chemotherapy and bleeding. Dipyridamole was on hold, but restarted when lactate dehydrogenase (ldh) was rising. As of (B)(6) 2018, the patient's ldh was stable, plasma free hemoglobin was normal and no additional problems reported. No further information was provided.